Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. The philips field service engineer (fse) visited onsite and replaced the x-ray tube to resolve the issue. After the replacement, the system was returned in good working condition and was ready for clinical use. The defective x-ray tube was returned for further analysis. Functional testing was performed and confirmed that the tube was at the end of its lifetime. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that the user routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that both the large and small focus were defective, which would impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.